Manufacturer narrative:
The patient date of birth was received and has been added to this report in section a.2. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: envpro-16, serial/lot #: unknown, ubd: unknown, UDI#: unknown, product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. As the system was advanced, aortic pressure began to drop. As the delivery catheter system (dcs) crossed the native annulus, aortic pressure was reduced to 40 mmhg. The implanting team decided to deploy the valve quickly, in an effort to restore hemodynamic stability. At 80% deployment the pressure did not increase. Medications were administered to increase the patientâ¿¿s pressure. The valve was fully deployed and temporary pacing began through the left ventricle (lv) stiff wire. Pressures increased slightly in response to pacing. The dcs was retracted into the descending aorta while the wire remained in the lv. The patient deteriorated further and there was no patient output; cardiopulmonary resuscitation (CPR) was initiated. Adrenaline and medication were administered. CPR continued and the patient was anesthetized. It was suspected that a suicide ventricle was the cause for the observations. Active bleeding was ruled out because blood gas hemoglobin results suggested this was not the cause. An aortogram determined an annular rupture or dissection was unlikely. Echocardiogram showed a severely impaired lv. The valve appeared to be functioning with mild paravalvular leak. There was no evidence of a pericardial effusion. The physicians determined coronary occlusion was unlikely due to the sinus size (36,36,33) and coronary heights (both right coronary artery and left coronary artery 20 respectively). An aortogram was unable to visualize coronary perfusion due a lack of output. The patient required continual CPR, pacing support, and frequent cardioversions due to the repeated re-occurrences of ventricular fibrillation. After twenty-five minutes of CPR, the decision was made to cease all intervention and the patient died. An autopsy was performed. It was reported the patient had severe left ventricular hypertrophy, and due to the process of elimination of other potential causes, ventricular suicide was determined to be the most likely cause of death.